Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device found a large amount of tissue build up. The teflon pad was partially split in cross direction. There was evidence of char marks on the teflon pad. A microscopic examination of the distal end of the device found no visual indication of probe damage. The device passed the probe check. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and the jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopy procedure, the tip of the teflon pad partially separated and spark was noted. The procedure was completed with a similar device. No patient injury was reported.